Event description:
Patient's port in left chest wall successfully accessed on first attempt. When applying the alcohol impregnated cap to the IV extension, the solution shot into the patient's right eye.